Event description:
The lead has been returned for analysis.

Event description:
Boston scientific received information that the physician attempting to implant this lead thought that the lead was damaged while trying to deliver the lead through a 9.5 french sheath. The lead was placed in a desirable position within the patient anatomy but displayed pacing impedances of greater than 2000 ohms, high thresholds with intermittent capture. The physician noted what appeared to be a kink in the distal coil. The lead was removed and replaced. The lead is to be returned for analysis. There were no adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was thoroughly inspected and analyzed. The gore was slightly separated from the distal end of the shocking coil totaling 8 millimeters. There was a slight bend at the distal end of the distal shocking coil. The lead was found to be electrically continuous and the clinical observation of high impedance measurements was not able to be confirmed.

Manufacturer narrative:
As of today, the lead has not yet been received for analysis. Should additional information become available, this report will be updated.